Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter phone - (B)(6); manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to loosening of the femoral component.